Event description:
Clinical information: (B)(6) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6) 2023, the patient was admitted to the emergency department with right vision loss, occipital headache and word-finding difficulties all consistent with a transient ischemic attack (tia). A computed tomography scan was performed and negative for acute findings. There was an unknown medical intervention. A magnetic resonance imaging (MRI) scan is planned. Subsequent to the previously filed report, additional information was received that the magnetic resonance imaging (MRI) scan was negative for any acute findings. There were also no other acute findings on any other film/imaging. It was noted that the patient's stroke symptoms lasted a total of 53 minutes. The patient was administered atorvastatin and had there aspirin medication adjusted (81 mg to 325 mg). The patient did not experience a permanent injury or disability and did not have any other clinical signs or symptoms due to this event. There is no allegation of malfunction against the 25mm portico ng/navitor valve or procedure. The patient was discharged at the time of report. No direct cause for the patient's transient ischemic attack symptoms was identified, but it's believed to possibly be due to the implanted 25mm portico ng/navitor valve.

Manufacturer narrative:
An event of transient ischemic attack was reported. A more comprehensive assessment could not be performed as device remains implanted and was not was received for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There was no allegation of malfunction against the device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) approval study, patient site ID: (B)(6). It was reported that on (B)(6)2022, a 25mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6)2023, the patient was admitted to the emergency department with right vision loss, occipital headache and word-finding difficulties all consistent with a transient ischemic attack (tia). A computed tomography scan was performed and negative for acute findings. There was an unknown medical intervention. A magnetic resonance imaging (MRI) scan is planned.